Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in the USA reported on behalf of another distributor via a fisher & paykel (f&p) healthcare field representative, that the mr290vx vented autofeed humidification chamber was found leaking water.there was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in the USA reported on behalf of another distributor via a fisher & paykel (f&p) healthcare field representative, that the mr290v vented autofeed humidification chamber was found leaking water. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section d4: model#, catalog# updated from mr290vx to mr290v. Section d4: batch#, sn#, UDI details left blank as this was not provided by the distributor. Method: the subject mr290v humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: the distributor stated that the mr290v humidification chamber was leaking water onto the floor. There were no patient consequences reported by the distributor. Conclusion: without the return of the subject device, photographs or further information, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalationor equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.